Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned the evaluation does not reasonably suggest the event may have caused or contributed to a death or serious injury of a patient, user or other person. Therefore this event is deemed not reportable per 21 cfr part 803.19.

Event description:
Facility reported that the wire on sherlock 3cg is frayed. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebs0423 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported that the wire on sherlock 3cg is frayed. No other information was provided.